Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The root cause could not be determined conducively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with photosensitivity eight days following lasik treatment; the patient reported it was affecting their work and driving. The topical steroid dosage was increased then tapered and the patients symptoms resolved eight days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.